Event description:
This device was at philips for routine maintenance when it was observed that there was a bent contact pin on the battery pca in slot a. There was no patient involvement.

Manufacturer narrative:
(B)(4).